Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular arrhythmia episodes. The device delivered anti-tachycardia pacing (atp) and 21 electric shocks, however, the episodes were not converted. Additionally, technical services (ts) noted out of range pace impedance measurements on the left ventricular (lv) lead. No adverse patient effects were reported. At this time, this device remains in service.